Event description:
It was reported that a wire fracture occurred during preparation. A 1.25mm rotablator rotalink plus and a rotawire were selected for a percutaneous coronary intervention (pci) procedure. During preparation outside the patient, while testing the burr speed, the burr fractured the rotawire. The procedure was completed with a new rotawire and a new rotalink plus unit. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch batch 22575331. The unit returned is a broken wire, as part of overall visual revision. The wire was fracture into 2 pieces. The proximal to broken section was 203.5 cm and from broken section to distal tip was 126.5 cm. Overall should be 330 cm, therefore no piece was missing. Unable to measure the overall length due to the condition of the device. The od of the distal tip, middle of device and proximal sections were within specifications.

Event description:
It was reported that a wire fracture occurred during preparation. A 1.25mm rotablator rotalink plus and a rotawire were selected for a percutaneous coronary intervention (pci) procedure. During preparation outside the patient, while testing the burr speed, the burr fractured the rotawire. The procedure was completed with a new rotawire and a new rotalink plus unit. There were no patient complications reported.